Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. It was reported that the patient was transferred from a bed to a chair with the help of two caregivers using the passive floor lift maxi move and the arjo sling (serial number (B)(6). It was reported that the patient was lifted away from the bed, with the carer supporting the patient's legs/feet as the lift was maneuvered. The caregiver stopped supporting the patient's legs to get the regency chair, which was near, and maneuver it into position. The carer stated that the patient moved her body in the sling, the right shoulder sling clip became detached from the lift spreader bar, causing the patient to fall approximately 95cm to the floor. The patient sustained laceration and was transported to the hospital for assessment. The arjo representative not received information regarding the assessment and how the injury was treated. Following the incident, the lift and sling were inspected and no malfunction was found. It was suggested by customer that the right shoulder clip was not properly attached during the event. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. According to the procedures provided in the instruction for use of the maxi move (001.25060.en rev. 16): "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." To sum up, following the information gathered the exact cause of the sling clip detachment could not be determined. There was no lift and sling malfunction found during the inspection which might contribute to the patient¿s fall. The arjo floor lift and the sling fitted with clips were used as a system during the resident transfer. The clip of the sling detached from the lift spreader bar and from that perpective, the system did not meet its performance specification. The complaint was decided to be reportable due to reported sling clip detachment during transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the patient was transferred from a bed to a chair with the help of two caregivers using the passive floor lift maxi move and the arjo sling (serial number (B)(6). It was reported that the patient was lifted away from the bed, with the carer supporting the patient's legs/feet as the lift was manoeuvred. The carer stopped supporting the patient's legs to get the regency chair, which was near, and manoeuvre it into position. The carer stated that the patient moved her body in the sling, the right shoulder sling clip became detached from the lift spreader bar, causing the patient to fall approximately 95cm to the floor. As a result of the incident, the patient sustained a laceration to the head. Following the incident, the lift and sling were inspected and no malfunction was found.